Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve was blocked after implant and was revised. The valve was implanted to the patient via vp-shunt, initial setting was unknown. The revision surgery was performed. It was reported that the suspicion of shunt failure occurred. It was seemed to be caused under the influence that an abdominal catheter shortened. The surgeon commented that it was caused by the falling of the abdominal catheter with the growth of the patient. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a crack and bump mark in the valve casing and a cut/tear in the silicone housing. Due to the condition of the device, the cam position/pressure could not be determined. The valve was flushed; no occlusion was noted. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The outlet spring has moved. The cam magnets were controlled and passed testing. A review of manufacturing records was not possible as no lot number was provided. The root cause could for the cut/tear in the silicone housing is probably due to user error, as noted in the IFU silicone has a low tear /cut resistance. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving a hard knock. The root cause for the crack and the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. The root cause for the moved out let spring could be due to the valve receiving a hard knock. The stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.